Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, physical and emotional damages from perforation of filter strut(s) outside the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The following additional information was received per the patient¿s implant records, at filter placement the patient had a preoperative diagnosis of bilateral deep venous thrombosis (dvt) of right and left legs and pulmonary embolus. The cordis trapease vena cava filter was placed and deployed over the body of l2 extending onto l3. The patient was taken to the recovery room in stable condition. Approximately five years after the filter was implanted, the patient underwent a computerized tomography (CT) of the abdomen without contrast. The clinical history included lower abdominal pain and bilateral leg swelling/numbness, more on the left side. The CT scan results revealed a trapease type inferior vena cava filter noted in good position with its upper dome below the level of the renal vein entrance. The lateral struts are minimally protruding beyond the inferior vena cava wall; however, there is no penetration noted into the retroperitoneum. No abnormal fluid or lymphadenopathy. Other findings noted were small gallstones; mild constipation and scattered diverticulosis of visualized portions of large bowel without any acute changes or diverticulitis; a 2.3cm tumor in the left adrenal gland; moderate atherosclerosis of abdominal aorta, iliac arteries and right coronary artery. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately five years post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient further reports ivc injury: perforation, very low blood pressure at times, shortness of breath, no intimacy with wife along with psychological injuries or mental anguish related to the filter.

Manufacturer narrative:
As reported, a patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was bilateral deep venous thrombosis (dvt) of the legs and pulmonary embolus. The filter was deployed over the body of l2 extending onto l3. The filter subsequently malfunctioned and caused injury, including perforation of filter strut(s) outside the inferior vena cava (ivc) wall. Approximately five years after implanted, a CT scan was done, for abdominal pain and bilateral leg swelling/numbness, revealing the filter in good position with its upper dome below the level of the renal vein entrance. The lateral struts are minimally protruding beyond the inferior vena cava wall; however, there is no penetration noted into the retroperitoneum. No abnormal fluid or lymphadenopathy. Other findings noted were small gallstones; mild constipation and scattered diverticulosis; a 2.3cm tumor in the left adrenal gland; moderate atherosclerosis of abdominal aorta, iliac arteries and right coronary artery. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, very low blood pressure at times, shortness of breath, and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety, low blood pressure and shortness of breath do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that filter strut(s) had perforated outside the wall of the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, physical and emotional damages from perforation of filter strut(s) outside the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.